Event description:
It was reported that the user observed insulin leaking inside the ilet chamber after connecting the cartridge and tubing outside of the device, which can tear the cartridge septum and lead to leakage. Investigation included user interview and troubleshooting with education on the proper supply change process. Further investigation of this case revealed user technique as the likely cause, specifically connecting the cartridge and tubing outside the ilet, which risks septum damage and leakage. There was no user reported clinical symptoms and no adverse clinical effects during the event. There was no change in blood glucose. Outcomes included no functional impairment to the user and no need for medical care. It was concluded that the device functioned as designed and that user technique contributed to the event, with corrective action consisting of education on proper connection within the ilet to prevent septum damage and leakage.